Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) did not hold inflation during the procedure. Hemostasis was achieved manually for thirty (30) minutes post percutaneous coronary intervention (pci) procedure for which a retrograde approach was used. There was no reported patient injury. The deployer was trained in using the mynx device. A cordis 6f sheath introducer was used. The puncture site was the left femoral artery, and its suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, but the vessel diameter, vessel tortuosity, and presence of pvd/calcium in the vicinity of the puncture site are unknown. The device was stored according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. It is unknown if the balloon lost pressure upon inflation at the 1st or 2nd stop. No visible damage was observed in the distal end of the sheath after removal. The device was returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) did not hold inflation during the procedure. Hemostasis was achieved manually for thirty (30) minutes post percutaneous coronary intervention (pci) procedure for which a retrograde approach was used. There was no reported patient injury. The deployer was trained in using the mynx device. A cordis 6f sheath introducer was used. The puncture site was the left femoral artery, and its suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, but the vessel diameter, vessel tortuosity, and presence of pvd/calcium in the vicinity of the puncture site are unknown. The device was stored according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. It is unknown if the balloon lost pressure upon inflation at the 1st or 2nd stop. No visible damage was observed in the distal end of the sheath after removal. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was received connected to the device and the procedure sheath was not returned. The stopcock was found open. The sealant and advancer tube remained in their manufacturing positions. In addition, the balloon was found fully deflated. Leak testing was performed on the balloon of the returned device as per the mynxgrip IFU. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. However, based on the information provided, the condition of the returned device and the investigation performed, the root cause of the tear could not be conclusively determined. Procedural factors and/ or handling process may have contributed to the failure as reported. Access site vessel characteristics (which were not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.